Event description:
The caller reported that the t:slim x2 pump battery was not charging despite using the correct tandem charging cable and wall adapter. There was no adverse impact to the customer's blood glucose level. Reportedly, customer reverted to a backup insulin pump for insulin therapy.